Event description:
It was reported that a dissection occurred resulting in additional surgical intervention. An enroute transcarotid neuroprotection system was selected for use in the left transcarotid artery revascularization (tcar) procedure. After arterial sheath insertion, there was difficulty advancing the 0.014 guidewire and imaging revealed a dissection in the common carotid artery distal to sheath insertion site. The arterial sheath was re-positioned but the physician could not guide the wire out of the dissection. The physician elected to convert the procedure to a carotid endarterectomy (cea) and the patient woke up neurologically intact.